Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned (77) sealed 32gx4mm bd pen needles from lot# 0287433. The customer reported that the patient end broke off in his abdomen when taking injection, and they (patient end) bend easily when taking injection. 30 out of the 77 returned pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 tested samples tested within specification. No defects were observed, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle broke off or pulled out. The following information was provided by the initial reporter :   the consumer reported that the patient end of the needle broke off in his abdomen while taking the injection.   Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle broke off or pulled out. The following information was provided by the initial reporter :   the consumer reported that the patient end of the needle broke off in his abdomen while taking the injection.   Date of event: (B)(6) 2021, samples: yes.